Manufacturer narrative:
Xpert pro is currently not commercially available in the us; however, it is similar to a device sold in the u.s. Visual and functional analysis was performed on the returned device. The reported premature deployment was confirmed. The resistance advancing was not able to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints. The investigation determined that the reported difficulties were related to case circumstances. It is likely that during advancement through the introducer sheath resistance was encountered and during further attempt to advance, the shaft of the xpert pro kinked causing the distal outer sheath to retract resulting in premature stent deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
The device has been returned for evaluation. Investigation is yet to be completed. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the femoral artery. When advancing the 4mmx80mm xpert pro stent into the introducer sheath; resistance was felt and approximately 0.5cm of the stent deployed in the introducer sheath. The stent remained on the delivery system. The expert pro stent and delivery system was removed from the introducer sheath without any issues. Another xpert pro stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
A visual and functional analysis was performed on the returned device. The reported premature deployment was confirmed. The resistance advancing was not able to be confirmed due to the condition of the returned device. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history revealed no other incidents and/or complaints. The investigation determined that the reported difficulties were related to case circumstances. It is likely that during advancement through the introducer sheath resistance was encountered and during further attempt to advance, the shaft of the xpert pro kinked causing the distal outer sheath to retract resulting in premature stent deployment. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.